Manufacturer narrative:
The original report was filed as it appeared the catheter was pulled and replaced. Additional information was received on 5/28/15. The customer further clarified the catheter was originally implanted in march. The catheter was not pulled and replaced. The report is referring to the arterial and venous adapters. The adapters were changed and dialysis carried on smoothly.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that when conducting dialysis, the catheter joint was oozing and it failed to conduct dialysis. The service was less than three months. The problem was found post-procedure. The patient was involved with no injury.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Manufacturer narrative:
The device history record was reviewed indicating that product was released accomplishing all quality standard requirements. There were no non-conforming issues reported during the production of this product for a similar condition as reported in this complaint. The complaint sample was not returned to the manufacturing site for review. Without the sample, it is not possible to determine a confirmed root cause of this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. This event will be handled through a formal corrective and preventative action and no additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was received for evaluation. The sample consisted of an incomplete kit of a mahurkar qplus; however, the palindrome adapters were not returned for evaluation. There were no signs of use. Because the adapters were not received for evaluation, the reported issue could not be confirmed. As per the instructions for use, it is necessary to perform an inspection before using the device. Do not use the catheter if it is damaged or appears defective. Over tightening catheter connections can crack some adapters. The device was in use for approximately three months. The device was more likely damaged during use. A possible root cause can be due to over tightening of the adapter. This event will be handled through a formal corrective and preventative action and no additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.